Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was programming a temporary basal but the numbers began to scroll. The customer changed the battery but the numbers kept scrolling. The keypad was unresponsive. Customer's blood glucose level was above 131 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. However, the pump had intermittent button response on the act button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.